Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that the serter did not release the infusion set and her blood glucose was high at 400 mg/dl. Customer stated that the set tape was sticking to the side of the serter and the set was not secured in serter properly for insertion. The serter was replaced.